Manufacturer narrative:
Surgeon commented that stt arthritis could be involved. Surgeon also noted, that pt had some degree of subluxation or "swing" laterally/medially of the 1st metacarpal that can contribute to pain. Probable cause: selection of pts where disease has progressed into the surrounding tissues and joints may result in continued pain following implant of the artelon.

Event description:
Pt complained of continued pain 4-6 months following implant. During surgery, the surgeon noted that the screws were stable. Fluoroscope showed perfect placement with no "halo" effect. The artelon was removed and an lrti procedure performed.